Event description:
End user called for assistance using the device. Troubleshooting by phone confirmed a problem with the devices calibration reading. The device was replaced and the defective one returned for investigation.